Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within spec. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95%. In this case the implant failed after almost 3 years. The pt had a history of tobacco use and alcoholism with poor oral hygiene and poor bone condition. Therefore, the implant failure is most likely due to causes other than the product such as pt bone condition, pt oral hygiene, or pt behavior.

Event description:
The product was returned as an implant failure because of poor bone quality. Based on the report, the pt had poor oral hygiene and poor bone condition. A one stage surgery was done. The fixture was placed in tooth location #4. The pt has medical history of tobacco use and alcoholism. The implant was removed after almost 3 years because of bone condition. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The pt outcome was reported as recovered with no complications.